Event description:
Incorrect part used due to insuffic info.

Event description:
Incorrect part used due to insuffic info. The customer provided an update that this issue is related to a lack of primary stability. The updated information is provided in this follow up report.